Event description:
Additional information was received from a manufacturer representative indicating that the patient¿s impedance was reported as normal in may 2024, according to their healthcare provider. The patient reported no falls or trauma at any time. The caller stated that plans are being developed to replace the extension, though the specific date is currently unknown. The caller was unsure which side had the issue but mentioned they believed contact 2 was involved, specifying 2b, while previous information indicated the right ins, contact 2a. The representative noted they would attempt to retrieve the extension when it is removed to facilitate its return to the manufacturer for analysis.

Manufacturer narrative:
Continuation of d10: product ID b3400060 serial# unknown product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The cause of high impedance is unknown and no further actions were taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported impedance values were 5,000 ohms unipolar and a ¿little over¿ 10,000 ohms bipolar for segment 2a on the patient¿s right sided neurostimulator. The rep adjusted settings and rechecked impedance values, but it ended with the same impedance results. The patient had not hand any changetherapy or return of symptoms.

Event description:
Additional information was provided by the manufacturer representative regarding the exploratory surgery conducted for the patient. The representative confirmed that the issue was with the lead and not the extension, as determined using the lead test cable. Upon reconnecting to the implantable neurostimulator (ins), the connectivity test did not pass, which technical support services (tss) reviewed as potentially due to the ongoing lead impedance issues. Tss also reviewed the threshold for passing the lead connectivity test. The representative noted observing different colors on the lead test screen during impedance testing, with "orange" impedances displayed on the ins screen and "red" impedances shown on the lead test cable screen. The surgeon expressed frustration with the inconsistency. Additionally, the representative stated that electrode 0 did not appear on the ins impedance screen but was shown as "red" on the lead test screen. The representative was unsure if the impedance values displayed were consistent across the screens.

Manufacturer narrative:
Continuation of d10: product ID b3300542 lot# serial# unknown, product type lead product ID b3400060 lot# serial# unknown, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300542, serial# unknown, product type lead. Product ID b3400060, serial# unknown, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. They report that a potential cause for the impedance is the connection between the lead and extension had migrated from above the ear to the back of the neck so they think it was getting flexed too much. They report that the problem remains unresolved and that patient is not seeking to have the device removed as they do not want another surgery at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that no surgical intervention has been performed yet. A surgical exploration is scheduled for (B)(6) 2025. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep) on 2025-jul-18. The rep stated that the hcp has had patients with extensions issues.